Event description:
Information received from the field does not address the patient's clinical status but notes that during a post implant follow-up, the leads were found to be switched in the header of the pulse generator. The physician opened the pocket and corrected the lead connections to the header.